Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure, unrelated to the device, the patient received inappropriate therapy due to oversensing of electrocautery. No further information is available at this time.